Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of the cuff on the tube breaking after inflation, during patient use. The patient was reintubated with a replacement tube.

Manufacturer narrative:
The sample was received for evaluation and the reported event of cuff breakage was confirmed. Inflation/deflation testing performed found the cuff deflated immediately. Visual inspection performed confirmed a cut in the cuff. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.